Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left tha. As the surgeon was screwing in the hole eliminator he noticed it continued to screw in and did not have a positive stop. The surgeon felt the hole eliminator was half in the cup and half out of the cups threads. This surgeon reported a hole eliminator going through the cup in july of this year. Surgeon has used pinnacle cup for almost 15 years. These two experiences are the only hole eliminator issues he has experienced. It does create concern for him that there is a problem. It was also indicated that there was a surgical delay of 10 minutes. Doe: (B)(6) 2020. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray image does appear to depict the hole eliminator device has threaded, if not fully through the cup, it did not stop flush as expected and intended. The root cause is suspected to be related to manufacturing. This not possible to conclusively determine without examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination.